Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose was 600 mg/dl. Customer¿s high blood glucose was treated with insulin pump. Customer did not report any symptoms due to high blood glucose event. Troubleshooting was done for high blood glucose. Customer was using insulin pump within 48 hours of event. Customer was using auto mode feature at the time of event. Customer stated insulin exited at quick release. The insulin pump will not be return for analysis.